Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a biolox option hd/adpt, (B)(6), 28 x 0 on (B)(6) 2015 on the left side. On (B)(6) 2016, the patient suffered from disassociated head from constrained liner and underwent a revision surgery on (B)(6) 2016 due to the dislocation.

Event description:
Patient was implanted on the left side and underwent revision due to dislocation.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number. The patient received a biolox option hd/adpt, (B)(6), 28 x 0 on july 14, 2015 and was revised on (B)(6) 2016 due to dislocation occurred on (B)(6) 2016. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Revision report dated (B)(6) 2015: the biolox head was implanted during a revision surgery of a tha; a 76-year-old female patient underwent a tha revision due left hip corrosion related to adverse local tissue reaction. The patient suffered dislocation already before implantation of the biolox head. The acetabular cup was not removed, only the liner and the head were replaced. One post-revision picture of the product was returned. The biolox head was partially covered by blood and had some signs of metal transfer on the articulating surface. The pe liner seemed to be deformed on one side suggesting that dislocation occured there. The metal transfer on the head could be caused by the dislocation or by the revision surgery. Root cause determination according to dfmea: dislocation (short-term manifestation of harm) due to user error - joint laxity => possible: patient history was partially unknown. It was only known that the patient underwent a surgery in the past were dislocations already occured. It could be that joint laxity occured due to her surgcal history. Dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options - possible: no x-rays received. No information found in the surgical technique. Could not be excluded dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset - not possible: DHR was reviewed and the labeling was correct. No x-rays were provided for investigation. It was reported that the patient suffered of dislocations already before the implantation of the biolox option head. It was highly probable that the dislocations of the biolox head were due to initial malpositioning of the cup (which was not revised). However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).